Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A quidel representative visited the site for troubleshooting and noted a procedural error during testing. Root cause; cannot duplicate with retains. Possible user error contributed to the event. Source; phone.

Event description:
Reported 1 false positive sars result for one asymptomatic patient (off label use at the time). The customer communicated the result was confirmed negative by molecular (pcr testing) and antigen testing.